Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) was 250 mg/dl. A system check showed that the infusion set tubing may be a possible cause of the occlusion. The customer changed the cartridge and infusion set. Another occlusion alarm was received. The cartridge and tubing were functioning; no damage was noted to the cannula. The customer thought that scar tissue may possibly be blocking the cannula. A new infusion set was used and insulin delivery was resumed. A bolus was delivered to address the bg level.